Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2017-06916.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as it is currently still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient has experienced extreme pain and trouble walking. During an appointment with her surgeon a bone scan was performed in which the surgeon suggested a revision procedure.